Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site while charging. The ipg was moved to a location more comfortable. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device remains in patient. This is a final report.